Event description:
Customer reported attempting to reset the pump before contacting support regarding a malfunction alarm, specifically a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm issue and arranged to replace the pump. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery and received instructions on returning the problematic pump to avoid charges. The replacement pump was shipped with updated software, and the customer was informed about the necessary steps to program and connect their devices.